Event description:
It was reported that while using each of two side-firing surgical fibers during a prostate procedure, the output beam was observed to fire straight / be forward firing. It is not known how the procedure was completed. Patient outcome: "no damages to the patient". This report is for the second surgical fiber used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of the metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited scratch marks near the open end. Based on the analysis above, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.